Event description:
Patient with history of reflex sympathetic dystrophy had spinal cord stimulator placed 6/22/93. It was noted patient had good results post-op until lead fractured. Patient underwent replacement on 12/3/93 as noted in retrospective q.I. Reviews.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.